Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the ventricular channel due to post-paced t-wave oversensing via remote transmission. Programming changes were made, but post-paced t-wave oversensing was seen about two months later. Programming changes were recommended; device remains implanted. No further information available.